Manufacturer narrative:
The reagent lot number is 82412801 with an expiration date of 30-apr-2026. The qc was acceptable. A general reagent issue was excluded. The field service representative performed checks and performed general maintenance. The pinch valve was replaced. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys hcg+ss results for 1 patient on a cobas e 801 analytical unit. Sample 1: the initial result was 42.2 miu/ml. This result was assessed as a falsely high result. On (B)(6) 2025, the sample was repeated, and the results were 0.623 miu/ml and 0.584 miu/ml. Sample 2: on (B)(6) 2025, a new sample was obtained for the patient. The result was < 0.2 miu/ml. On (B)(6) 2025, the sample was repeated, and the result was < 0.2 miu/ml.